Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into a patient around 9:30 a.m. And found to have been spontaneously removed around 3:00 p.m. When they checked, they found that the balloon water had fallen out.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Received three photos for evaluation. The first one shows a top view of a 2-way all silicone catheter. The second photo shows the catheter's deflated balloon and tip. The last photo shows the catheter's cap. Received 1 all silicone foley catheter. Attempted to inflate balloon with inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) however the solution immediately leaked to the drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into a patient around 9:30 a.m. And found to have been spontaneously removed around 3:00 p.m. When they checked, they found that the balloon water had fallen out.